Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system does not start when the power comes back on following the planned power outage. Consequently, the secondary monitor shows no video signals, and the primary monitor stops with the philips logo displayed. The system logfiles were checked. Troubleshooting found that the hub (managed gigabit ethernet switch) that controls the communication between each computer in the m-cabinet was not working properly. To resolve the reported issue, the fse replaced the managed gigabit ethernet switch, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.